Event description:
Device is leaking near the stopcock connection and the transducer connection. A review of complaints for 2008 was performed and it was determined that an MDR was not filed for this complaint.

Manufacturer narrative:
The product was received for evaluation. Visual examination showed, product was not received in it's original package. The unit was found to be leaking at the stopcock area. Microscopic examination revealed the stopcock was cracked (broken), which may have been caused by extreme force or by leverage of the transducer as a fulcrum to break the connector. Upon reviewing the device history record, no anomalies were found for this lot. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.